Manufacturer narrative:
Product complaint # (B)(4) after further review of the complaint, it has been confirmed that the product reported 831230p is not sold in the us.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. English: new information has been received as follows: the product was used for a patient with an intramedullary femoral nail operation in an adductor fracture case with a fracture distal to the intramedullary nail. The surgeon used cement to plug the hole in the removed intramedullary nail to replace it with a long intramedullary nail after its removal. We got this info from the sales rep on (B)(6), 2023. Japanese: d4: previous UDI reported was reported in error. Current UDI is correct.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the surgery was performed via osteosynthesis for femor with the product in question. The product in question was recently found to be unsterilized and has been voluntarily recalled. In the surgery, the surgeon used cement to plug the hole in the intramedullary nail in a case of bone grafting with a plate procedure after removal of the intramedullary nail in the femur. The surgery was completed successfully without any surgical delay. It is unknown whether the cement used in the surgery was jj products or not. After the surgery, on an unknown date, the patient developed a fever, and the affected area broadly became red. With antibiotic treatment, the symptoms subsided without reoperation. The surgeon commented ¿it is impossible to determine the cause of the infection, but if it was unsterilized, as in this case, it seems as likely a reason as any.¿ he also said ¿why was it only discovered now? (Nearly a year has passed since the surgery.) Is the sterilization assurance of implants other than the product that have been voluntarily recalled really reliable? Are the implants in patients¿ bodies really safe? I would like an explanation for the above two points.¿ no further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Mrn 1818910-2023-09857 was reported in error. The product code 831230p was identified to not be sold or marketed in the us. Additionally a similar device is also not sold or marketed in the us. Therefore, regulatory reporting to the us FDA is not required and our decision to report has been modified to not reportable.